Event description:
PICC was placed in pt, after a short time leaking occurred just after the securement device.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. Vygon cannot confirm a quality problem with this product. Examination of the defective device showed that the catheter was clotted from its 10cm marking to its distal tip. Upon purging the line, the catheter started leaking at its fixation wing. The sample showed typical signs of pressure burst. A 3ml syringe was connected to the catheter. The product IFU contains the suggestion that it is either necessary to leave an infusion connected all the time, or lock the catheter with heparin to prevent the 1fr catheter from clotting. Also, there is a statement that warns not to use a syringe smaller than 10ml that could exceed maximum bolus pressure of 1.2 bar. Each catheter is leak and flow tested before it is released for distribution. This is the first complaint received for this lot. No corrective action will be instituted at this point in time. Vyogn will enter this malfunction into the complaint database, and continue to monitor for this type of complaint.